Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board and oxygen blending module manifold assembly were replaced to address the issue.